Event description:
MFR sells product non-sterilized. Product is to be eto sterilized only. MFR has no guidelines for eto sterilization and no guidelines for aeration of product. MFR states co sets no parameters for eto sterilization of its products there are too many variables from chamber to chamber such as pi, temperature, airflow and e to mixture." Rptr questioned co on how to verify sterilization and proper aeration if there are no guide lines.